Event description:
It was reported that the device was non-prophylactically explanted, indicating the device was not functioning within normal tolerances. Follow-up with the physician's office was attempted, but no information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.